Manufacturer narrative:
Batch review performed on 20 may 2026: lot 2564924: (B)(4) items manufactured and released on 02-oct-2025. Expiration date: 18-sep-2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medacta medical affairs manager: the complaint refers to a broken pedicle screw following spinal fusion surgery. The available x-ray image clearly confirms the event, showing that the body and apex of the screw remain inside the vertebral body. Although the exact timing of the screw breakage cannot be determined, the primary surgery was performed only a few months before the revision procedure. Therefore, the event should be considered an early device breakage, occurring before sufficient time had elapsed for solid bone fusion to take place. In this context, the implant breakage was most likely related to mechanical overload, as the device may have been subjected to excessive stress before solid spinal fusion was achieved. The exact mechanism underlying this event is difficult to determine and was probably multifactorial in nature. Based on the available information, no definitive conclusion can be reached. Investigation performed by medacta spine r&d project manager: the screw fractured at the mid-shaft rather than at the neck region, which has a smaller cross-section. This observation may suggest that the screw was not fully inserted into the bone, potentially resulting in increased bending stress at the level of the fracture. However, this cannot be conclusively confirmed based on the available information. A contralateral pedicle bone fracture at the same vertebral level as the broken screw was also reported. Although the exact timing and origin of this fracture remain unclear, it may have contributed to an asymmetric load distribution at the l3 level. This condition could have led to increased localized bending moment on the right pedicle screw, potentially reaching the mechanical limits of the implant material and resulting in acute overload and subsequent mechanical failure. Root cause: the most plausible contributing factor is an early mechanical overload of the pedicle screw before solid spinal fusion could be achieved. This overload may have been related to case-specific mechanical conditions, including a possible non-optimal load distribution at the l3 level, potentially associated with the reported contralateral pedicle bone fracture and/or increased bending stress on the right screw. Although the screw breakage and the contralateral pedicle fracture appear to have occurred early after the primary surgery, the exact timing and mechanism of the event cannot be definitively confirmed based on the available information. The investigation found no indication of manufacturing defects or systemic issues related to the device.

Event description:
The patient underwent primary surgery with implantation of a must solid screw 6 x 55 mm at right l3. Approximately ten days after surgery, the patient started experiencing leg pain, with no reported traumatic event. The patient`s bone quality was described as good. Due to persistent pain, revision surgery was performed approximately five months after the primary procedure. During the revision, the right l3 must solid screw was found fractured, and a pedicle bone fracture was also identified at left l3. The cranial/proximal portion of the fractured screw was removed, while the caudal/distal portion was left embedded in the bone. The screw fracture and the pedicle bone fracture were reportedly not visible during the follow-up visit/imaging prior to revision.